Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received the monitor was unable to detect all of the therapy electrode (te) pads and electrodes. Upon investigation, the driven ground signal was found to be defective causing the inability to detect the electrode belt. The cause for the defective driven ground signal was isolated to open connections on component k700, the driven ground relay. The root cause for the open connection on the k700 driven ground relay could not be positively identified. In addition, the monitor produced a charge profile fault during testing. The root cause of the charge profile fault was a defective k1 charge relay component. No adverse event resulted from the defective driven ground relay. The pt received a replacement monitor.

Event description:
A zoll territory manager (tm) contacted zoll customer support to report that the medical staff for a (B)(6) male pt was reporting constant check therapy pad messages. The monitor would not recognize the pt's electrodes. The pt was issued a replacement monitor.